Event description:
An optometrist reported corneal erosion, observed on a patient's left eye at day five post photo refractive keratectomy. Patient noted painful eye; however, topical numbing drops helped. Upon follow up, reporter indicated a diluted tetracaine solution is given as standard post operative prk treatment therapy for pain management. Reporter indicated a bandage contact lens was inserted and issue is now resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).